Manufacturer narrative:
The event of shocking feeling with stim and pinhole on battery site draining was reported to abbott. The patient experienced pain at the ipg site, draining fluid, pocket erosion and uncomfortable stimulation. Lead diagnostics recorded high impedances and x-rays showed that the lead had coiled up. The patient underwent a full system explant due to an ipg site infection. The entire system was explanted, and patient is being treated with antibiotics. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that during a full system explant on (B)(6) 2024, it noticed that the ipg site was infected. The entire system was explanted, and patient is being treated with antibiotics.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported experienced pain at the ipg site, draining fluid, pocket erosion and uncomfortable stimulation. System diagnostics recorded high impedances and x-rays showed that the lead had coiled up. Surgical intervention may take place to address the issue.